Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse found the sorter out of alignment, and adjusted the cup shelf positons and sorter head to cup tip lane. The fse tightened the bolts from the instrument to sorter and ran get tip and get cup macros four times with satisfactory results. The customer ran controls with satisfactory results. The aia-2000 was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was misalignment of sorter head to tray and sorter to dispense lane. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving error 4111 (reagent test cup-tip lane home detection failure) with the aia-2000 analyzer. The customer is unable to run ctnl2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of ctnl2 and bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.